Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. Several functional tests were carried out but the reported event could not be reproduced. However pressure was calibrated twice and failed subsequent testing both times. Downstream pressure sensor was replaced and calibrated but the pump continued to fail the downstream pressure test. Only the replacement of the cpu board solved this issue. Although the reported event could not be confirmed it might be linked to a defective cpu board. No patient risk or incident has been reported. This complaint is not confirmed. No action was initiated as per our local procedures however the complaint has been registered for statistical monitoring.

Event description:
Defective cpu board, received pump 22980266 with power cord and quick reference guide. Unable to duplicate / confirm the customer problem reported through testing. Visual inspection also found no issues. Replaced the central unit board due to failing the downstream occlusion test even after repeated calibrations. Replaced the battery and membrane for the 3 year preventive maintenance. Post-repair testing was successfully performed per the quality control checklist. The device is now functioning as intended and is released for further use.